Event description:
During an incident in 2002 involving a pt experiencing chest pains, this defibrillator, connected with monitoring pads, after having monitored for approx 10/15 minutes, gave a "check electrodes" prompt and shut off a few minutes later. The same thing occurred when the pads were changed.